Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on even after trying three different batteries. The customer's blood glucose level was 205 mg/dl. The customer was assisted in troubleshooting. The contacts on the battery cap were neither missing nor damaged. The customer reported that there was a crack on the rim of the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).